Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 39mg/dl which was treated with carbs. Customer stated that they had blood glucose of 69mg/dl, 64mg/dl and current blood glucose was 121mg/dl. Customer stated that they had alerts like calibration not accepted and sensor glucose value not available. Product will not be return for analysis.